Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Thus, the analysis is based on the existing production documents and on the info provided with the complaint. The complaint description indicates that several shocks were delivered after abdominal surgery. During the abdominal surgery, both unipolar and bipolar cauterization was applied. A subsequent interrogation showed that the ICD was in its safe mode. It was also reported that the hyoid bone had been treated with radiation prior to the surgery. In general, the device is capable of correcting individual memory areas on its own. If several memory areas are affected at the same time, an automatic correction is no longer possible, and the device reacts according to specification by switching to the safe mode. The programmer data provided for analysis indicate that the ICD had switched to the safe program due to the detection of signature errors. It is therefore very likely that the clinical observation was caused by the therapy-related radiation. Based on the available data, it was not possible to analyze whether the shock deliveries were an adequate or an inadequate therapy. After the reset, the device showed no anomalies and responded as expected. The product process of this device was checked. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR. It was reported that the pt received shocks after abdominal surgery. Prior to the surgery, radiation treatment (with 70 gray) had been performed at the hyoid bone. The ICD was in back-up mode. A reset was performed successfully. The implant and event dates were not reported. The ICD is not available for analysis.